Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this pacemaker was explanted due to an unknown product performance anomaly. This device was replaced with a non-boston scientific pacemaker. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Event description:
It was reported by the patient that this pacemaker was explanted due to an unknown product performance anomaly. This device was replaced with a non-boston scientific pacemaker. Other than the procedure, no additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.